Event description:
While monitoring a pt, the device powered off then back on and then switched form pace to defib mode on it's own. There was adverse effect to the pt due to the reported malfunction. During subsequent biomed testing the device would not power on.